Event description:
It was reported that during the trial period, the patient was not getting adequate stimulation coverage due to lead migration. It was also noted that four contacts on one of the leads broke off when the leads were pulled and remained in the patients subcutaneous tissue the patient underwent a lead pull procedure. The explanted trial leads were discarded by the facility. Additional information was received that the patient underwent a removal of the remaining lead contacts. The patient was doing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7180862.

Event description:
It was reported that during the trial period, the patient was not getting adequate stimulation coverage due to lead migration. It was also noted that four contacts on one of the leads broke off when the leads were pulled and remained in the patients subcutaneous tissue the patient underwent a lead pull procedure. The explanted trial leads were discarded by the facility.